Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain. After review of medical records for the MDR reportability, clinical history states that the patient was revised due to hip fracture with no revision notes provided. Product codes and lot numbers provided./ppf and sticker sheets received. In addition to what was previously alleged, ppf alleges loosening of cup. Doi: (B)(6) 2016 - dor: (B)(6) 2017(right hip).